Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During procedure it was noted that error code with 'no transducer detected'. There was no adverse event on patient. No delay reported.

Manufacturer narrative:
(B)(4). The sensor was returned for evaluation. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications. Evaluation of the device found that the sensor was not functional. It could not be balanced or adjusted. No readings were possible. The catheter material was mashed 36.2 cm and 86.5 cm from the tip of the catheter. Suture was attached to the catheter material. No further functional testing was possible. Based on the evaluation, the supplier was able to confirm the reported complaint and determined the cause of the issue to be use related. It is possible that the issue may be related to electrostatic discharge, however this could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.